Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The device has been returned to the service center. The patient is alleging asthma (new or worsening), kidney disease, lung disease and reduced cardiopulmonary disease. In addition, the patient also alleged respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.